Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 2 g daily (duration not reported) and intraperitoneal gentamicin 80 mg daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. Sixteen days after the event onset, cefazolin and gentamicin were discontinued; the patient was discharged from the hospital and recovered that same day. No additional information is available.